Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following an uneventful subcutaneous implantable cardioverter defibrillator system implant, non conversion was evidenced during post implant system optimization. Several internal and external shocks were administered prior to self conversion of the induced ventricular fibrillation. The patient required cardiac massage and intubation during the attempted conversion testing. The physician reported the following day, a chest x-ray confirmed a left sided pneumothorax. The electrode position was surgically modified and subsequent defibrillation threshold testing to be repeated at a later date following pneumothorax resolution. Subsequent imaging was reviewed with indication that, the location of the implanted lead within the subcostal location, could have explain the observed pneumothorax post implant. Defibrillation testing (dft) was later completed with successful conversion reported via a 65 joule system shock. A final chest x-ray was also collected and sent for review; system programming set to primary, smartpass on. A slight bend in the electrode tip was evidenced on the final chest x-ray. Captured electrograms show proper sensing on all vectors. Shock impedances measurements during the post pneumothorax resolution dft, were within range but noted to be lower than the post implant values. To date, the lead remains implanted and in service.